Event description:
The patient claims the positioning lasers on the pet scanner burnt corneas. Patient opened her eyes briefly while being positioned and saw a red light. Ophthalmologist gave patient a prescription for eye drops to be used for one week.